Manufacturer narrative:
Visual and microscopic examination of the returned stent delivery system (sds) revealed that the delivery device was returned without the stent. The balloon had stent impression on it and pillowing, indicating that the stent was crimped correctly during manufacturing. The balloon was partially inflated which indicated that it was subjected to positive pressure. A 0.015 inch mandrel was inserted without resistance. There was solidified blood within the entire length of the inflation lumen indicating the device had been used in vivo. The remaining sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have contributed to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). The physician pre-dilated the lesion with a non-bsc balloon catheter. A 3.50x20mm taxus liberte stent delivery system (sds) was advanced but it could not cross the proximal rca. The physician used excessive force but the three attempts to cross the lesion were unsuccessful, and the stent was pulled back into the guide catheter. When the device was pulled back, it was noted that the stent was loose and it dislodged at the femoral artery. The physician inflated a 1.25mm balloon, but he was unable to pull the stent back and the stent remains in the patient. To complete the procedure, the lesion was further dilated and another taxus liberte of the same size was deployed. No additional patient complications were reported and the patient's current condition is listed as "stable".

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). The physician pre-dilated the lesion with a non-bsc balloon catheter. A 3.50x20mm taxus liberte stent delivery system (sds) was advanced but it could not cross the proximal rca. The physician used excessive force but the three attempts to cross the lesion were unsuccessful and the stent was pulled back into the guide catheter. When the device was pulled back, it was noted that the stent was loose and it dislodged at the femoral artery. The physician inflated a 1.25mm balloon but he was unable to pull the stent back and the stent remains in the patient. To complete the procedure, the lesion was further dilated and another taxus liberte of the same size was deployed. No additional patient complications were reported and the patient's current condition is listed as "stable".